Event description:
It was reported that a patient had a red light showing on their remote and also reported they had a fallen on their back and left hip on (B)(6) 2025. The patient experienced pain below their waistband and in their buttocks. The pain has traveled down their left leg, and they are also feeling the pain in their right leg. The patient was prescribed oxycodone and benzodiazepine. The patient had an appointment scheduled for (B)(6) 2025, to undergo a magnetic resonance imaging (MRI) and to run impedances for the device. The patient's current condition is unknown at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain and error codes displayed on rc which are defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient had a red light showing on their remote and also reported they had a fallen on their back and left hip on (B)(6) 2025. The patient experienced pain below their waistband and in their buttocks. The pain has traveled down their left leg, and they are also feeling the pain in their right leg. The patient was prescribed oxycodone and benzodiazepine. The patient had an appointment scheduled for (B)(6) 2025, to undergo a magnetic resonance imaging (MRI) and to run impedances for the device. The patient's current condition is unknown at this time.